Event description:
The physician was tightening a screw when the head of screw driver broke off causing the patient to be flipped from the anterior position to the prone position. Had to cut down to the spine for removal.====================== health professional's impression======================screw driver broke causing an unnecessary surgery for removal.